Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse checked the wash station performance and replaced the reagent 1 (r1) probe diluter, probe, tubing, valve, and heater coil. A controlled precision test was run and resulted in acceptable results. The cse actions resolved the instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed thyroid stimulating hormone tsh3-ultra (tsh3-ul) patient result was obtained on an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt instrument twice. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsh3-ultra (tsh3-ul) patient result.